Manufacturer narrative:
Patient's weight: additional information was requested but not yet provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Age of device: one month, 5 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system produced 'no external power' alarms. Additional information was requested but not yet provided. Manufacturer's technical service representative reviewed the log file and observed a 'no external power' alarm while on battery and another while on power module. This appeared to be an issue with the patient disconnecting both leads of power and running on the emergency backup battery (ebb) for short periods of time. They did not observe other unusual events within the log files.

Manufacturer narrative:
Patient weight: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed no external power events; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2018 to (B)(6) 2018. The fixed speed was set to 6000 rpm and the pump operated above the low speed limit of 5600 rpm for the duration of the log file. On (B)(6) 2018 at 7:45:24 pm the log file recorded a no external power alarm. The alarm resolved at 7:46:23 pm for approximately 23 seconds and alarmed again for an additional second. The alarms resolved when the patient connected to batteries. On (B)(6) 2018 at 10:16:47 pm the log file captured another no external power alarm. The alarm resolved at approximately 10:17:46 pm. A root cause of the no external power alarms was unable to be conclusively determined during this investigation. The controller passed functional testing and did not reproduce the alarms captured within the submitted log file. The heartmate 3 lvas IFU explains that at least one system controller power cable must be connected to a power source at all times. The 11 volt lithium-ion backup battery inside the heartmate iii system controller provides enough power to run the implanted heartmate iii pump for at least 15 minutes if the main power source is disconnected or fails. All alarms associated with the use of the lvas system and how to resolve them are outlined in the IFU, including no external power alarms. No further information was provided. The manufacturer is closing the file on this event.